Event description:
Drive medical has received a complaint from one of our dealers about an incident involving a shower chair and commode, allegedly distributed by drive medical. It is reported that the end user was sitting on the chair being pushed by her daughter into the shower. The front of the chair hit the lip of the shower and one of the wheels came off causing the end user's leg to hit the shower floor. At the next prescheduled doctor's appointment, it was found that the end user had two cracked vertebrae. This MDR report is based on the customer complaint.